Manufacturer narrative:
This report is based on information provided by the philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed the self-test. The fse evaluated the device onsite, and replaced the high voltage capacitor to resolve the issue. The device passed all functional testing and was returned to service. No further action is required at this time. Based on the information available and the testing conducted, the cause of the reported problem was a due to a defective high voltage capacitor. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator exhibited a self test failure. There was no reported patient involvement.